Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 570 mg/dl; cause was unknown. Customer had trace ketones, and had administered a correction bolus via pump to address bg. Details and nature of hospitalization were not provided. The customer declined to provide further information regarding the event. Reportedly, the customer reverted to an alternate method of insulin therapy.